Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented remotely via merlin.net. Review of the transmission revealed that the electrocardiograms were corrupted and was not present in the count under the diagnostics section. The egms were cleared. The patient will continue to be monitored. No adverse event to the patient was reported.